Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault was confirmed via the log files. A review of the log files spanned approximately 2 days ((B)(6) 2021 per time stamp). The driveline comm fault alarm was active throughout the entire log file. The initial activation of the alarm was overridden by new events. The com a fault was active on (B)(6) 2021 at 13:52 just before the driveline was disconnected for a controller exchange. This alarm was not associated with any motor speed, calculated average flow, or calculated average pi changes. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned modular cable, lot 7082731, was tested with the returned controller and no alarms were produced. The cables internal conductors were also tested and no anomalies were noted. The cable was functionally tested and found to operate as intended during analysis. The provided information indicated that exchanging the controller and modular cable resolved the driveline communication fault alarm. A root cause for the reported event was not conclusively determined through this analysis. Incidental findings: debris in connector. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline communication fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report # 2916596-2021-01489. It was reported that the patient had a driveline communication fault. No other alarms noted on interrogation. Upon analysis of the event log file, technical services noted driveline communication fault alarms on (B)(6) 2021. It was reported that the modular cable and system controller were exchanged and the alarm condition resolved.